Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735225r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system went to no signal when site tried to boot into the ent software. The system was rebooted and was able to select a surgeon but when they tried to load the exam disc the system went unresponsive. The system was rebooted again and the system and was able to select the desired scan to be downloaded from the cd but it was reported that it did not show up on the system. The system then went to no signal. The system was previously identified as needing a new computer. (00704229). There was no patient present.